Event description:
It was reported that the device on button had an intermittent operation. User had to press the button hard to engage it and turn the device on. There was no report of pt use associated with event.

Manufacturer narrative:
(B) (4). Physio-control provided customer technical assistance and the keypad parts info to repair device. Follow up with reporter confirmed that customer replaced the keypad assembly and observed proper device operation through functional and performance testing. The device has been returned to service.